Event description:
The customer reported the system's software was corrupted. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and the backplane was replaced. The system was then found to be working as intended.